Event description:
December 2o, 2000: maersk medical was informed by minimed inc that a diabetic under continuous insulin pump therapy has experienced the set leaking. Pt also stated that the luer lock connector was cracked at the connection to the syringe. The leaks has caused pt's blood glucose level to rise and required manual injection.